Manufacturer narrative:
Tracking #.48879 ees #.980520/j endopath endoscopic multifeed stapler: based on the visual examination, the instrument could not be functionally tested due to the yielded nose. The instrument was received with 2 staples in the nose. No conclusion could be reached if the staples caused the nose to yield or the yielded nose caused the jam.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.